Manufacturer narrative:
(B)(4). D10: cat#: 00662406525, lot#: 65299323, bone screw self-tapping, cat#: 00662406525, lot#: 66282827, bone screw self-tapping, cat#: 00662406550, lot#: 66240787, bone screw self-tapping, cat#: 00700006020, lot#: 65035275, 60mm cup size revision shell. G2: foreign ¿ australia. H6: suggested component code: mechanical (g04) ¿ head. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately five weeks post-implantation, the patient underwent a hip revision due to dislocation. A new cup, head, and cone body were placed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10 d4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided. Review of the available records identified the following: no findings available. Radiographs were provided. Review of the available records identified the following: dislocation. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.